Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve was leaking ¿at the area of the port¿. This was identified during a patient infusion. The device had been attached to an IV (intravenous) piggyback set, the lines were primed while contained in the chemo hood, they were then transported to the unit (ivpb) in a chemo transport bag and hooked up to an infusion pump for the patient infusion. Subsequently, the leak was identified toward the end of the infusion when the treatment was almost finished. There was no patient injury or medical intervention associated with this event. No additional information is available.